Manufacturer narrative:
Instrument has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the tip of the thoracic probe was bent. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The thoracic probe was returned to the manufacturer for analysis. Analysis found the tip of the returned probe was twisted. It was also noted there were impact marks on the back causing fit issue with the tracker. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.